Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer was not sealing properly in comparison to previous uses of the instrument. The surgeon noted that it did not appear to be completing seal and needed to seal twice in order for proper sealing to take place. The surgeon also readjusted the tissue amount and still received concern. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting an insufficient seal, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.